Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during dwell 3 of 4 on the home choice (hc). The technical service representative (tsr) instructed the home patient (hp) to close all the clamps and transfer set, cycled the power off and on twice to press go to start prompt. The tsr explained the alarms and the hp stated, he did not disconnect, spare lines clamps were closed and no leaks or wet lines. The tsr explained to discard all supplies and to report the alarms to peritoneal dialysis nurse (pdn) the following morning. The hp would finish therapy manually. Product surveillance (ps) contacted the hp on (B)(6) 2012 regarding the system error 2240. Per the hp, he did not notice anything unusual with the set at the time of the alarm. The hp did not continue therapy that night, but resumed therapy the following night on the cycler. The hp stated he followed up with his pdn regarding the alarm and the missed therapy. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore, a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in line) is not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Neither the disposable set nor the homechoice machine were returned for evaluation, and user did not verbally provide sufficient information to identify the cause of the alarm.